Manufacturer narrative:
Block h11: blocks b5, b7, and h6 have been updated based on the additional information received on december 2, 2025. Block a2: the provided patient age of 51 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of december13, 2018, was chosen as the best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1405 - dyspareunia e2330 - severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus) e0123 - obturator neuralgia and pudendal neuralgia e1311 - urinary problems e1715 - scarring e0206 - loss of enjoyment of and mental anguish e2328 - obstruction e1309 - urinary retention. The imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for an unspecified personal injury related to the device. F1905 - mesh revision f2303 - medication required f1901 - additional surgery. F2301 - additional device required.

Event description:
It was reported that the patient had an obtryx system device implanted during a procedure and has since experienced complications, including dyspareunia, severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), obturator neuralgia, pudendal neuralgia, further urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2022, the patient was diagnosed with bladder outlet obstruction accompanied by bladder pain and urinary urge incontinence. A transvaginal urethrolysis with cystoscopy was performed, during which a transobturator mid-urethral sling was identified at the bladder neck, causing significant urethral angulation and obstruction. The obstruction resolved immediately upon incision of the sling. Final cystoscopy confirmed a patent, unobstructed urethra, and palpation verified correction of the angulation. No prosthetics, grafts, tissues, or devices were implanted. The sling was palpated at the bladder neck, and a midline incision was made in the anterior vaginal wall. The vaginal mucosa was dissected from the sling, which was then incised and further freed from periurethral scar tissue proximally and distally, though left in place. Post-procedure cystoscopy showed no bladder or urethral injury, and the urethra remained intact. A foley catheter was reinserted for gravity drainage, the vaginal incision was closed with a running locking 3-0 chromic suture, and vaginal packing was placed. The patient tolerated the procedure well. On (B)(6) 2023, the patient was evaluated via telehealth for complications related to a mid-urethral sling. She reported severe dyspareunia and pelvic pain following placement of a tvt-o sling in 2018, with immediate onset of vaginal pain postoperatively. Since implantation, she has experienced persistent urinary hesitancy with urgency and frequency, mixed urinary incontinence, and progressive obstructive voiding with intermittent retention. Her pain is described as involving the right hip and mid-thigh, left vaginal wall and left medial thigh, right labia, and clitoris, and is exacerbated by sitting. She also has a chronic history of loose stools consistent with ibs-d (irritable bowel syndrome - diarrhea predominant), which does not significantly impact her pain; she had progressive obstructive voiding with some retention. In 2022, she underwent a midline sling release ; however, minimal mesh was reportedly removed, and her pain symptoms have not improved. During the visit, the pathophysiology of pain associated with mid-urethral slings and general treatment options, including mesh removal, were reviewed. It was discussed that approximately 80% of patients experience at least partial pain relief following mesh removal. The patient was advised that an in-person consultation, including a physical examination and review of operative reports, would be necessary to provide case-specific treatment recommendations. Impression revealed postoperative obturator neuralgia with dyspareunia. The patient will contact the office if she wishes to schedule an in-person consultation and was advised to bring copies of her operative reports. On (B)(6) 2023, the patient, presented for an in-person consultation for evaluation of pelvic pain, dyspareunia, mixed urinary incontinence, and pudendal neuralgia. She had previously been evaluated via telehealth in (B)(6) 2023. The patient underwent placement of a tvt-o sling in 2018 and reported immediate onset of severe pain postoperatively. Her symptoms include severe dyspareunia, pain exacerbated by sitting, right-sided groin pain consistent with obturator neuralgia, pudendal neuralgia symptoms, and left-sided vaginal pain. The pathophysiology of pain associated with transobturator slings was reviewed. Tissue fixation and irritation from the sling may account for vaginal and overactive bladder symptoms, while passage of the sling through the groin places it in close proximity to the obturator and pudendal nerves, explaining her neuropathic pain. Complete mesh excision was discussed as the most appropriate next step in management, including removal of the vaginal portion of the mesh as well as the bilateral groin arms. The procedure would involve a partial vaginal approach and bilateral groin incisions. Surgical risks were reviewed, as well as the possibility of difficulty locating the mesh in the groin and minor muscle loss without expected functional impairment. Given that the mesh has already been transected in the midline, a significant worsening of incontinence is not anticipated, although it remains a possibility. All patient questions were addressed. On physical examination, the patient appeared uncomfortable while sitting and demonstrated point tenderness along the inferior pubic rami. Impression revealed postoperative obturator and pudendal neuralgia. The patient wishes to proceed with complete mesh excision, including removal of the vaginal component and bilateral groin segments. On (B)(6) 2024, the patient was diagnosed with obturator neuralgia, pudendal neuralgia, dyspareunia, urinary urgency, and frequency. She continued to experience urinary hesitancy with urgency and frequency, mixed urinary incontinence, and progressive obstructive voiding with intermittent retention. Her pain complaints included right hip and mid-thigh pain, left-sided vaginal and medial thigh pain, severe dyspareunia, right labial pain, and clitoral hypersensitivity with allodynia, all of which were exacerbated by sitting. She also reported a chronic history of loose stools consistent with ibs-d, which did not appear to significantly affect her pain. In 2022, she underwent a midline sling release with no significant mesh excision, and her pain symptoms did not improve. The pathophysiology of pain associated with transobturator sling placement was reviewed, including pain related to tissue fixation, nerve irritation, and the development of overactive bladder symptoms. The proximity of the sling to the pudendal and obturator nerves was discussed as a likely contributor to her neuropathic pain. Treatment options were reviewed, and complete mesh excision was recommended as the most appropriate next step. This would involve transvaginal mesh excision and bilateral groin dissections with attempted removal of the mesh arms. Surgical risks were discussed. Risks were discussed and all patient questions were answered. Examination revealed positive point tenderness along the inferior pubic rami and the mesh was readily palpable and quite tender. The levator muscles are tender, especially in the left and the obturator internus muscle is very tender, especially in the left. During the procedure, the mesh was initially located near the midline on the left side and separated from the urethra and bladder via blunt dissection. Using traction, the mesh was excised from beneath the pubic bone and submitted for pathology. No residual mesh was palpable on the left. Dissection proceeded to the right side, where mesh was similarly identified and resected, although it remained attached to the bone and was left in situ with a kocher clamp. A right groin incision approximately 4 cm in length was made near the level of the clitoris, and dissection through subcutaneous tissue and adductor fascia revealed mesh in an unusually medial position. The mesh, found within the subcutaneous fat and adductor muscle, was sharply dissected until the obturator membrane was reached. Upon traction, the mesh snapped and was sent for pathology. Subsequent dissection of the vaginal portion enabled clean removal of additional mesh, with no residual material palpable. The left groin was dissected similarly, and mesh was located in the gracilis muscle in a more typical but superficial position. After minor muscle division, the mesh was grasped, mobilized to the level of the obturator membrane, and removed without difficulty. All mesh fragments were excised in multiple pieces, achieving complete removal. Hemostasis was adequate. The patient was alert and stable. No further patient complications were reported. On (B)(6) 2024, the patient presented for a routine postoperative evaluation following vaginal mid-urethral sling excision with bilateral groin exploration and sling removal performed on (B)(6) 2024. She reported postoperative soreness and increased urinary leakage but denied dysuria, fever, or chills. Bowel function had returned. She also reported improvement in some of her preoperative pain symptoms, particularly right lower quadrant and right hip pain, since mesh excision. Physical examination revealed a mildly tender vagina. Impression revealed normal postoperative examination. The patient plans to return to florida next week. She may gradually increase ambulation but should avoid heavy physical activity for three weeks. She was advised to contact the office if a refill of pain medication is needed. On (B)(6) 2024, the patient presented for a postoperative follow-up visit. She reported improvement in some pain symptoms, while others persisted, notably ongoing right hip pain. Her urinary incontinence had improved somewhat, and her bowel movements had normalized after a history of chronic loose stools. Physical examination showed the vaginal mesh excision site healing well, with tenderness greater than expected. The right groin incision was completely healed and nontender. The left groin incision was also well healed; however, the upper portion demonstrated either a small fluid collection or induration without erythema and was notably tender. Impression showed possible low-grade postoperative infection; otherwise, normal postoperative examination with partial improvement in pain symptoms. An antibiotic was recommended. Augmentin was initially considered: however, the patient reported prior intolerance, including diarrhea and a possible rash. Clindamycin was therefore prescribed three times daily for 10 days, with the goal of reducing her pain symptoms. She was advised to gradually increase activity as tolerated and to begin kegel exercises 8-10 weeks postoperatively. Follow-up will be on an as-needed basis, with a recommendation to wait at least six months before routine reassessment. Physical therapy is not recommended at this time. On (B)(6) 2024, the patient contacted the office requesting that an order for a clostridioses difficile stool culture be submitted, as her primary care provider was unavailable due to emergency surgery. The request was reviewed and advised that the patient should be evaluated in the emergency department for appropriate testing and treatment, as follow-up could not be provided without an in-person evaluation. The patient was informed of this recommendation, declined, and ended the call. A subsequent outgoing call to the patient revealed reports of mucousy diarrhea, cold symptoms including loss of taste and smell, intermittent migraines, recent exposure to individuals with covid-19, and completion of two recent courses of antibiotics. She was advised to contact her primary care provider to determine whether stool testing to rule out c. Difficile was indicated. The patient agreed with this plan. A later voicemail message from the patient reiterated her symptoms and noted that she is status post vaginal mesh excision performed on (B)(6) 2024, and had completed two courses of antibiotics for a postoperative infection. On (B)(6) 2024, the patient was contacted to review her ongoing symptoms. It was discussed that some of her persistent pain complaints are likely attributable to residual nerve pain following mesh excision and that postmenopausal vaginal atrophy may also be contributing to her symptoms. Topical estradiol cream was recommended, and the patient expressed motivation to proceed with this treatment. In a subsequent outgoing call, the patient was informed that the physician was out of the office and scheduled to return on tuesday, july 23. She was advised that her concerns would be forwarded for his review. The patient reported that she resides in (B)(6) and would be unable to attend an in-person appointment prior to her scheduled postoperative visit in (B)(6). She was advised to contact the office if her symptoms became persistent, changed, worsened, or caused increased concern in the interim. The patient requested to speak directly with the physician regarding dyspareunia, describing intercourse as feeling raw and "like sandpaper" despite use of lubrication. She denied signs of infection and attributed the discomfort to irritation rather than acute pathology. The message was routed to the nursing team for follow-up. On (B)(6) 2024, the patient presented for follow-up evaluation of right hip pain. She reported pain involving the gluteal region, thigh, and foot, rated up to 5/10 at worst and described as aching, discomfort, shooting, and sharp in nature. Symptoms were intermittent and fluctuating. Prior treatments included therapy, surgery, and a right open abductor tendon repair performed on (B)(6) 2024. Her symptoms were aggravated by daily activities, exercise, movement, rotation or twisting, sitting, standing, walking, and therapy, and were relieved by rest, therapy, and meloxicam. She denied chills, fever, nausea, vomiting, diarrhea, or rash. At four months status post right hip open abductor cuff repair, she reported persistent soreness along the lateral aspect of the knee but identified her primary concern as an abnormal gait and continued reliance on a cane due to low back pain. She also described numbness in the ball of the right foot with radiating leg pain extending from the thigh to the lower leg. She had not previously undergone a formal lumbar spine evaluation, though a lumbar magnetic resonance imaging (MRI) had recently been ordered by her primary care physician. Physical examination demonstrated a well-healed surgical wound and an antalgic gait, primarily related to low back pain radiating into the thigh and lower leg. There were no symptoms on the left side. MRI of the lumbar spine revealed moderate stenosis at l4-l5 and severe left-sided stenosis at l5-s1. Based on these findings, her current symptoms were felt to be more consistent with lumbar radiculopathy rather than a primary hip etiology, possibly exacerbated by postoperative gait changes. Although she has a history of obturator nerve injury related to prior pelvic mesh surgery, this was not felt to account for her current distal foot symptoms. Referral to a spine specialist was recommended for further evaluation and management. She will return to clinic in six weeks for reassessment, or sooner if symptoms worsen.

Manufacturer narrative:
Block h11: blocks b5 and h6 have been updated based on the additional information received on september 12, 2025. Block a2: the provided patient age of 51 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as the best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) united states (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1405 - captures the reportable event of dyspareunia. E2330 - captures the reportable event of severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus). E0123 - captures the reportable event of obturator neuralgia and pudendal neuralgia. E1311 - captures the reportable event of urinary problems. E1715 - captures the reportable event of scarring. E0206 - captures the reportable event of loss of enjoyment of and mental anguish. E2328 - captures the reportable event of obstruction. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device. F1905 - mesh revision.

Event description:
It was reported that the patient had an obtryx system device implanted during a procedure and has since experienced complications, including dyspareunia, severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), obturator neuralgia, pudendal neuralgia, further urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received: on (B)(6) 2024, the patient was diagnosed with obturator neuralgia, pudendal neuralgia, dyspareunia, urinary urgency, and frequency. She underwent transvaginal mesh excision and bilateral groin dissection. The mesh was initially located near the midline on the left side and separated from the urethra and bladder via blunt dissection. Using traction, the mesh was excised from beneath the pubic bone and submitted for pathology. No residual mesh was palpable on the left. Dissection proceeded to the right side, where mesh was similarly identified and resected, although it remained attached to the bone and was left in situ with a kocher clamp. A right groin incision approximately 4 cm in length was made near the level of the clitoris, and dissection through subcutaneous tissue and adductor fascia revealed mesh in an unusually medial position. The mesh, found within the subcutaneous fat and adductor muscle, was sharply dissected until the obturator membrane was reached. Upon traction, the mesh snapped and was sent for pathology. Subsequent dissection of the vaginal portion enabled clean removal of additional mesh, with no residual material palpable. The left groin was dissected similarly, and mesh was located in the gracilis muscle in a more typical but superficial position. After minor muscle division, the mesh was grasped, mobilized to the level of the obturator membrane, and removed without difficulty. All mesh fragments were excised in multiple pieces, achieving complete removal. Hemostasis was adequate. The patient was alert and stable. No further patient complications were reported. Additional information received: on (B)(6) 2022, the patient was diagnosed with bladder outlet obstruction accompanied by bladder pain and urinary urge incontinence. A transvaginal urethrolysis with cystoscopy was performed, during which a transobturator mid-urethral sling was identified at the bladder neck, causing significant urethral angulation and obstruction. The obstruction resolved immediately upon incision of the sling. Final cystoscopy confirmed a patent, unobstructed urethra, and palpation verified correction of the angulation. No prosthetics, grafts, tissues, or devices were implanted. The sling was palpated at the bladder neck, and a midline incision was made in the anterior vaginal wall. The vaginal mucosa was dissected from the sling, which was then incised and further freed from periurethral scar tissue proximally and distally, though left in place. Post-procedure cystoscopy showed no bladder or urethral injury, and the urethra remained intact. A foley catheter was reinserted for gravity drainage, the vaginal incision was closed with a running locking 3-0 chromic suture, and vaginal packing was placed. The patient tolerated the procedure well.

Event description:
It was reported that the patient had an obtryx system device implanted during a procedure and has since experienced complications, including dyspareunia, severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), obturator neuralgia, pudendal neuralgia, further urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received: on (B)(6) 2024, the patient was diagnosed with obturator neuralgia, pudendal neuralgia, dyspareunia, urinary urgency, and frequency. She underwent transvaginal mesh excision and bilateral groin dissection. The mesh was initially located near the midline on the left side and separated from the urethra and bladder via blunt dissection. Using traction, the mesh was excised from beneath the pubic bone and submitted for pathology. No residual mesh was palpable on the left. Dissection proceeded to the right side, where mesh was similarly identified and resected, although it remained attached to the bone and was left in situ with a kocher clamp. A right groin incision approximately 4 cm in length was made near the level of the clitoris, and dissection through subcutaneous tissue and adductor fascia revealed mesh in an unusually medial position. The mesh, found within the subcutaneous fat and adductor muscle, was sharply dissected until the obturator membrane was reached. Upon traction, the mesh snapped and was sent for pathology. Subsequent dissection of the vaginal portion enabled clean removal of additional mesh, with no residual material palpable. The left groin was dissected similarly, and mesh was located in the gracilis muscle in a more typical but superficial position. After minor muscle division, the mesh was grasped, mobilized to the level of the obturator membrane, and removed without difficulty. All mesh fragments were excised in multiple pieces, achieving complete removal. Hemostasis was adequate. The patient was alert and stable. No further patient complications were reported.

Manufacturer narrative:
Block h11: blocks a2, b2, b5, and h6 have been updated based on the additional information received on july 1, 2025. Block a2: the provided patient age of 51 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 13, 2018, was chosen as the best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) hospital, (B)(6) united states. Block h6: the imdrf patient codes capture the reportable events of: e1405 - captures the reportable event of dyspareunia. E2330 - captures the reportable event of severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus). E0123 - captures the reportable event of obturator neuralgia and pudendal neuralgia. E1311 - captures the reportable event of urinary problems. E1715 - captures the reportable event of scarring. E0206 - captures the reportable event of loss of enjoyment of and mental anguish. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that the patient had an obtryx system, curved device implanted during a procedure and has since experienced complications, including dyspareunia, severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), obturator neuralgia, pudendal neuralgia, further urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 13, 2018, was chosen as the best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1405 - captures the reportable event of dyspareunia. E2330 - captures the reportable event of severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus). E0123 - captures the reportable event of obturator neuralgia and pudendal neuralgia. E1311 - captures the reportable event of urinary problems. E1715 - captures the reportable event of scarring. E0206 - captures the reportable event of loss of enjoyment of and mental anguish. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.

Manufacturer narrative:
Block h11: correction. Block h6 (impact code) has been updated. Block a2: the provided patient age of 51 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as the best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1405 - dyspareunia, e2330 - severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), e0123 - obturator neuralgia and pudendal neuralgia, e1311 - urinary problems, e1715 - scarring, e0206 - loss of enjoyment of and mental anguish, e2328 - obstruction, e1309 - urinary retention. The imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for an unspecified personal injury related to the device. F1905 - mesh revision, f2303 - medication required, f1901 - additional surgery, f2301 - additional device required.

Event description:
It was reported that the patient had an obtryx system device implanted during a procedure and has since experienced complications, including dyspareunia, severe pain (pelvic pain, back pain, bilateral flank pain, pain in the bladder and uterus), obturator neuralgia, pudendal neuralgia, further urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2022, the patient was diagnosed with bladder outlet obstruction accompanied by bladder pain and urinary urge incontinence. A transvaginal urethrolysis with cystoscopy was performed, during which a transobturator mid-urethral sling was identified at the bladder neck, causing significant urethral angulation and obstruction. The obstruction resolved immediately upon incision of the sling. Final cystoscopy confirmed a patent, unobstructed urethra, and palpation verified correction of the angulation. No prosthetics, grafts, tissues, or devices were implanted. The sling was palpated at the bladder neck, and a midline incision was made in the anterior vaginal wall. The vaginal mucosa was dissected from the sling, which was then incised and further freed from periurethral scar tissue proximally and distally, though left in place. Post-procedure cystoscopy showed no bladder or urethral injury, and the urethra remained intact. A foley catheter was reinserted for gravity drainage, the vaginal incision was closed with a running locking 3-0 chromic suture, and vaginal packing was placed. The patient tolerated the procedure well. On (B)(6) 2023, the patient was evaluated via telehealth for complications related to a mid-urethral sling. She reported severe dyspareunia and pelvic pain following placement of a tvt-o sling in 2018, with immediate onset of vaginal pain postoperatively. Since implantation, she has experienced persistent urinary hesitancy with urgency and frequency, mixed urinary incontinence, and progressive obstructive voiding with intermittent retention. Her pain is described as involving the right hip and mid-thigh, left vaginal wall and left medial thigh, right labia, and clitoris, and is exacerbated by sitting. She also has a chronic history of loose stools consistent with ibs-d (irritable bowel syndrome - diarrhea predominant), which does not significantly impact her pain; she had progressive obstructive voiding with some retention. In 2022, she underwent a midline sling release; however, minimal mesh was reportedly removed, and her pain symptoms have not improved. During the visit, the pathophysiology of pain associated with mid-urethral slings and general treatment options, including mesh removal, were reviewed. It was discussed that approximately 80% of patients experience at least partial pain relief following mesh removal. The patient was advised that an in-person consultation, including a physical examination and review of operative reports, would be necessary to provide case-specific treatment recommendations. Impression revealed postoperative obturator neuralgia with dyspareunia. The patient will contact the office if she wishes to schedule an in-person consultation and was advised to bring copies of her operative reports. On (B)(6) 2023, the patient, presented for an in-person consultation for evaluation of pelvic pain, dyspareunia, mixed urinary incontinence, and pudendal neuralgia. She had previously been evaluated via telehealth in (B)(6) 2023. The patient underwent placement of a tvt-o sling in 2018 and reported immediate onset of severe pain postoperatively. Her symptoms include severe dyspareunia, pain exacerbated by sitting, right-sided groin pain consistent with obturator neuralgia, pudendal neuralgia symptoms, and left-sided vaginal pain. The pathophysiology of pain associated with transobturator slings was reviewed. Tissue fixation and irritation from the sling may account for vaginal and overactive bladder symptoms, while passage of the sling through the groin places it in close proximity to the obturator and pudendal nerves, explaining her neuropathic pain. Complete mesh excision was discussed as the most appropriate next step in management, including removal of the vaginal portion of the mesh as well as the bilateral groin arms. The procedure would involve a partial vaginal approach and bilateral groin incisions. Surgical risks were reviewed, as well as the possibility of difficulty locating the mesh in the groin and minor muscle loss without expected functional impairment. Given that the mesh has already been transected in the midline, a significant worsening of incontinence is not anticipated, although it remains a possibility. All patient questions were addressed. On physical examination, the patient appeared uncomfortable while sitting and demonstrated point tenderness along the inferior pubic rami. Impression revealed postoperative obturator and pudendal neuralgia. The patient wishes to proceed with complete mesh excision, including removal of the vaginal component and bilateral groin segments. On (B)(6) 2024, the patient was diagnosed with obturator neuralgia, pudendal neuralgia, dyspareunia, urinary urgency, and frequency. She continued to experience urinary hesitancy with urgency and frequency, mixed urinary incontinence, and progressive obstructive voiding with intermittent retention. Her pain complaints included right hip and mid-thigh pain, left-sided vaginal and medial thigh pain, severe dyspareunia, right labial pain, and clitoral hypersensitivity with allodynia, all of which were exacerbated by sitting. She also reported a chronic history of loose stools consistent with ibs-d, which did not appear to significantly affect her pain. In 2022, she underwent a midline sling release with no significant mesh excision, and her pain symptoms did not improve. The pathophysiology of pain associated with transobturator sling placement was reviewed, including pain related to tissue fixation, nerve irritation, and the development of overactive bladder symptoms. The proximity of the sling to the pudendal and obturator nerves was discussed as a likely contributor to her neuropathic pain. Treatment options were reviewed, and complete mesh excision was recommended as the most appropriate next step. This would involve transvaginal mesh excision and bilateral groin dissections with attempted removal of the mesh arms. Surgical risks were discussed. Risks were discussed and all patient questions were answered. Examination revealed positive point tenderness along the inferior pubic rami and the mesh was readily palpable and quite tender. The levator muscles are tender, especially in the left and the obturator internus muscle is very tender, especially in the left. During the procedure, the mesh was initially located near the midline on the left side and separated from the urethra and bladder via blunt dissection. Using traction, the mesh was excised from beneath the pubic bone and submitted for pathology. No residual mesh was palpable on the left. Dissection proceeded to the right side, where mesh was similarly identified and resected, although it remained attached to the bone and was left in situ with a kocher clamp. A right groin incision approximately 4 cm in length was made near the level of the clitoris, and dissection through subcutaneous tissue and adductor fascia revealed mesh in an unusually medial position. The mesh, found within the subcutaneous fat and adductor muscle, was sharply dissected until the obturator membrane was reached. Upon traction, the mesh snapped and was sent for pathology. Subsequent dissection of the vaginal portion enabled clean removal of additional mesh, with no residual material palpable. The left groin was dissected similarly, and mesh was located in the gracilis muscle in a more typical but superficial position. After minor muscle division, the mesh was grasped, mobilized to the level of the obturator membrane, and removed without difficulty. All mesh fragments were excised in multiple pieces, achieving complete removal. Hemostasis was adequate. The patient was alert and stable. No further patient complications were reported. On (B)(6) 2024, the patient presented for a routine postoperative evaluation following vaginal mid-urethral sling excision with bilateral groin exploration and sling removal performed on (B)(6) 2024. She reported postoperative soreness and increased urinary leakage but denied dysuria, fever, or chills. Bowel function had returned. She also reported improvement in some of her preoperative pain symptoms, particularly right lower quadrant and right hip pain, since mesh excision. Physical examination revealed a mildly tender vagina. Impression revealed normal postoperative examination. The patient plans to return to florida next week. She may gradually increase ambulation but should avoid heavy physical activity for three weeks. She was advised to contact the office if a refill of pain medication is needed. On (B)(6) 2024, the patient presented for a postoperative follow-up visit. She reported improvement in some pain symptoms, while others persisted, notably ongoing right hip pain. Her urinary incontinence had improved somewhat, and her bowel movements had normalized after a history of chronic loose stools. Physical examination showed the vaginal mesh excision site healing well, with tenderness greater than expected. The right groin incision was completely healed and nontender. The left groin incision was also well healed; however, the upper portion demonstrated either a small fluid collection or induration without erythema and was notably tender. Impression showed possible low-grade postoperative infection; otherwise, normal postoperative examination with partial improvement in pain symptoms. An antibiotic was recommended. Augmentin was initially considered; however, the patient reported prior intolerance, including diarrhea and a possible rash. Clindamycin was therefore prescribed three times daily for 10 days, with the goal of reducing her pain symptoms. She was advised to gradually increase activity as tolerated and to begin kegel exercises 8-10 weeks postoperatively. Follow-up will be on an as-needed basis, with a recommendation to wait at least six months before routine reassessment. Physical therapy is not recommended at this time. On (B)(6) 2024, the patient contacted the office requesting that an order for a clostridioides difficile stool culture be submitted, as her primary care provider was unavailable due to emergency surgery. The request was reviewed and advised that the patient should be evaluated in the emergency department for appropriate testing and treatment, as follow-up could not be provided without an in-person evaluation. The patient was informed of this recommendation, declined, and ended the call. A subsequent outgoing call to the patient revealed reports of mucousy diarrhea, cold symptoms including loss of taste and smell, intermittent migraines, recent exposure to individuals with covid-19, and completion of two recent courses of antibiotics. She was advised to contact her primary care provider to determine whether stool testing to rule out c. Difficile was indicated. The patient agreed with this plan. A later voicemail message from the patient reiterated her symptoms and noted that she is status post vaginal mesh excision performed on (B)(6) 2024, and had completed two courses of antibiotics for a postoperative infection. On (B)(6) 2024, the patient was contacted to review her ongoing symptoms. It was discussed that some of her persistent pain complaints are likely attributable to residual nerve pain following mesh excision and that postmenopausal vaginal atrophy may also be contributing to her symptoms. Topical estradiol cream was recommended, and the patient expressed motivation to proceed with this treatment. In a subsequent outgoing call, the patient was informed that the physician was out of the office and scheduled to return on tuesday, (B)(6) 2024. She was advised that her concerns would be forwarded for his review. The patient reported that she resides in florida and would be unable to attend an in-person appointment prior to her scheduled postoperative visit in october. She was advised to contact the office if her symptoms became persistent, changed, worsened, or caused increased concern in the interim. The patient requested to speak directly with the physician regarding dyspareunia, describing intercourse as feeling raw and "like sandpaper" despite use of lubrication. She denied signs of infection and attributed the discomfort to irritation rather than acute pathology. The message was routed to the nursing team for follow-up. On (B)(6) 2024, the patient presented for follow-up evaluation of right hip pain. She reported pain involving the gluteal region, thigh, and foot, rated up to 5/10 at worst and described as aching, discomfort, shooting, and sharp in nature. Symptoms were intermittent and fluctuating. Prior treatments included therapy, surgery, and a right open abductor tendon repair performed on (B)(6) 2024. Her symptoms were aggravated by daily activities, exercise, movement, rotation or twisting, sitting, standing, walking, and therapy, and were relieved by rest, therapy, and meloxicam. She denied chills, fever, nausea, vomiting, diarrhea, or rash. At four months status post right hip open abductor cuff repair, she reported persistent soreness along the lateral aspect of the knee but identified her primary concern as an abnormal gait and continued reliance on a cane due to low back pain. She also described numbness in the ball of the right foot with radiating leg pain extending from the thigh to the lower leg. She had not previously undergone a formal lumbar spine evaluation, though a lumbar magnetic resonance imaging (MRI) had recently been ordered by her primary care physician. Physical examination demonstrated a well-healed surgical wound and an antalgic gait, primarily related to low back pain radiating into the thigh and lower leg. There were no symptoms on the left side. MRI of the lumbar spine revealed moderate stenosis at l4-l5 and severe left-sided stenosis at l5-s1. Based on these findings, her current symptoms were felt to be more consistent with lumbar radiculopathy rather than a primary hip etiology, possibly exacerbated by postoperative gait changes. Although she has a history of obturator nerve injury related to prior pelvic mesh surgery, this was not felt to account for her current distal foot symptoms. Referral to a spine specialist was recommended for further evaluation and management. She will return to clinic in six weeks for reassessment, or sooner if symptoms worsen.